Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately nine days after catheter implantation the nurse noticed leaking from the catheter. It was reported that a tear in the lumen was noted and fluid was leaking. The catheter was removed the next day in ir (interventional radiology). There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned. The investigation is inconclusive for the alleged catheter leak as no objective evidence was provided for review. Based on the description of the reported event, possible contributing factors include sharp instrument damage, clamping damage, over-pressurization and dressing technique; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that the central venous catheter was placed approximately six weeks ago. It was reported that the catheter was flushed and a hole was reported during flushing. The catheter was removed the next day in ir (interventional radiology). There was no reported patient injury.